Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular and right atrial leads. The leads were explanted on (B)(6) 2024. The patient was stable throughout.